Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no adverse impact to the customer. Reportedly, the customer reverted to manual injections for insulin therapy.